Manufacturer narrative:
The reported event was addressed with phone support. The customer confirmed that they canceled the guided tool change by instrument clutch, and the procedure was resumed without issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. The probable root cause cannot be determined based on the information provided and phone support details. The customer confirm they resolve the issue by cancelling the guided tool change by instrument clutch. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that a 30-degree endoscope image turned upside down when it was installed on universal surgical manipulator (usm) 3. The procedure was completing as planned with no reported injury. Isi spoke to the customer and obtained the following information: the reversed image did not result in any injury to the patient.